Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was alleged that the tip of the probe exploded and the pieces shattered in the joint. Had to flush the joint and irrigate the joint.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: three un-opened boxes were returned and all of them had the same lot number. The serial number on the returned product ((B)(4)) does not match the complaint record (na) because no serial number was originally provided. In addition, the alleged failure mode (or issue or problem, etc) could not be confirmed / replicated. However, the pr number received with the device is consistent with the pr of the complaint. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was alledged that the tip of the probe exploded and the pieces shattered in the joint. Had to flush the joint and irrigate the joint.